Event description:
It was reported that the clamps on the external fixation device were stripped and "loosening post-op." The patient was brought back in for an additional procedure to replace the device.

Manufacturer narrative:
Six device components were returned to stryker sustainability solutions (sss) for evaluation. No packaging was returned so information such as lot number and manufacture date are unknown. Further communication with the user facility revealed that during an internal investigation, a resident physician admitted to stripping the clamps. It was also stated that the complete combination clamp was taken apart and put back together without the spring. All six components were evaluated. Five of the six components were confirmed for thread damage, which was probably the result of cross threading or over tightening. This is the first complaint that sss has received for this issue.